Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced presyncopal with shortness of breath due to oversensing of far-r wave oversensing. Programming changes were recommended.